Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the r wave undersensing and false positive pause episode were observed on the implantable cardiac monitor (icm). The device remains in use. No patient complications have been reported as a result of this event.